Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition is not clearly observed via the provided photograph and due to the nature of the reported problem no additional testing could be performed. Therefore, the reported event could not be objectively verified. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of one-link non-dehp standard bore catheter extension set was rigid which caused "catheter pull outs" (not further specified). This was identified during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.